Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a rise in pacing impedances and well as threshold measurements. A drop in rv amplitude was also observed. The physician suspected the rv lead had perforated the ventricle. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.